Event description:
The physician reported, during an aneurysm embolization, the power supply indicated detachment of the coil, however, the coil had not detached. The physician reported it was during the repositioning of the coil when it detached. Fortunately, the coil position was fine. The physician reported the patient is doing well.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information is found, a supplemental report will follow.